Event description:
It was reported that the insert and all of the implants were removed, due to continued infection.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. It was reported that the device is not available for evaluation. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.